Event description:
It was reported that during an abdominal aortic aneurysm repair procedure, the device did not fire staples when firing across the aorta. The artery was hand sewn closed. The procedure was delayed approx 20 minutes. There was no pt consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.